Event description:
It was reported that the patient had difficulty turning off the implantable neurostimulator (ins) and recharging. The patient could get 6 coupling bars, but had to lie down to recharge the system. The telemetry issue had been going on for the last three days prior to the report. The patient recently lost 10 pounds, but it was not evident at the implant site. It was noted that the ins may have shifted sideways due to the rubbing of her jeans/cloth. The patient still had good relief from the stimulation. The patient underwent a pocket revision in 2009 because the device was "tipped and tilted". The pocket was "extended" and "moved over". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.